Event description:
Boston scientific received information that this pacemaker was explanted and replaced due to battery status at elective replacement indicator (eri). It was also noted this patient had high pacing threshold measurements. There were no adverse patient effects reported.

Manufacturer narrative:
This pacemaker will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.